Event description:
It was reported that farfield r-wave oversensing (ffrwos) was observed, which resulted in storage of an inappropriate atrial tachy response episode by the pacemaker. This atrial lead remains in service and no adverse patient effects were reported. Additional information indicated that the ffrwos was persisting and that there were also isolated beats of t-wave oversensing. Technical services recommended in-clinic review to optimize device settings.